Event description:
It was reported that a patient developed polyneuropathy about three weeks after the device was implanted. It was unclear if the poly neuropathy was related to the device or device procedure or was unrelated. The reporter stated that the patient experienced polyneuropathy in his left hip, right hand, left thumb, and feet. It was reported that the patient had a carpal tunnel operation on his right hand, and it "just seemed to be pretty numb. It was unclear if the operation was due to the polyneuropathy. It was noted that the patient's fingers and thumbs were cold all of the time. The reporter stated that the patient's voice "went by the wayside" about three weeks after the implant. It was reported that the polyneuropathy in the patient's feet was beginning to decrease but it didn't go away nearly as fast as it came on. The reporter stated that the patient went to live with his son and daughter-in-law for three months because he couldn't take care of himself. It was reported that the patient went off of his medication and seemed to be doing well, and had a little shaking in his left hand and periodic shaking in his right hand. It was noted that the patient was going to see his doctor in april. Two weeks later it was reported that the patient felt that the polyneuropathy occurred due to the device implant or therapy because it began about three weeks after the implant procedure. The reporter stated that the patient also lost his voice "at that time" for about three months. It was reported that the patient's feet were "getting much better at this time" and the patient was able to take care of himself again and he was doing "pretty well." A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v951526, implanted: (B)(6 )2012, product type: lead. Product ID: 3387s-40, lot# v951526, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient¿s physician stated she ¿did not believe that the patient¿s carpal tunnel was caused by the surgery or the stimulator.¿ it was noted the patient did not require hospitalization due to the event. It was additionally noted there were no abnormal impedance measurements.